Manufacturer narrative:
The investigation of the reported incident was completed. Tabletops are not designed to prevent patient fall without usage of belt/body straps as described in the instructions for use. Appropriate materials are provided with the system for patient fixation. Additional accessories, e.g. For the treatment of heavy patients and depending on the clinical application, other supporting materials are offered. The entire process of patient immobilization is under the responsibility of the operator. This includes the tabletop, the mattress, the fixation accessories, the alignment of the material and the patient on the table, proper execution of the fixation by the operator, including appropriate attention to the patient, e.g., depending on the patient's responsiveness. The instructions for use provide adequate guidance for proper use to secure patients during examination. According to the information provided for the reported incident, the patient had not been properly secured on the tabletop, e.g. No immobilization straps were used. The artis q biplane system did not cause or contribute to the patient's fall. There is no indication of system malfunction.

Event description:
It was reported to siemens that an incident occurred while operating the artis q.zen biplane system. The customer reported that a patient fell off the patient table. Additional information was provided that the patient had some bruising following the incident and recovered afterwards. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.